Manufacturer narrative:
Investigation/conclusion: it is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Root cause could not be determined from the info provided by the customer. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. The mfg records for the lot were reviewed. The lot met specifications and no non-conformances were documented.

Event description:
Caller alleged discrepant inratio2 inr results. Results are as follows: date: (B)(6) 2014. Inratio2 inr: 1.4 and 3.x. Therapeutic range: unk. The exact value of one of the inratio2 inr results could not be provided by the caller as it was not recorded. The time between testing was five (5) minutes. There was no reported adverse pt sequela. There was no additional info provided.